Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to the cord was disconnected and contacted with the skin, which increased the cauterizing power. However, the subject device was not returned, and the specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. When additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported, during the unspecified operation using the electrosurgical unit, the high voltage wires got twisted and came into contact with each other without insulated parts. This caused an increase in power and impact on the patient, causing redness of the patient's skin. The patient received a stage 2 burn, 0.3% of the soft tissue of the right lower extremity from the grounding plates of the electrosurgical coagulator. There was a cable fault from the device to the plate. The cable from the electrode broke resulting in contact with the skin. According to information received from the hospital, the patient is recovering and his condition improved. A staff error occurred on the operating table.